Event description:
It was reported that an aleutian tlif ii inserter would not release the cage during incoming inspection. There was no procedure associated with this event, therefore, no adverse consequences were seen to any patients. This report captures the implant.

Event description:
There is no allegation of device failure; this device (cascadia cage) is concomitant and is not reportable.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text: device remains implanted.